Event description:
Report received from abbott international affiliate (abbott puerto rico) of an overdelivery of morphine. The report stated: "overdelivery of morphine. A piggyback with 60 ml solution (50 ml of nacl and 10ml of morphine) was connected at 1:00 pm, rate of 1.5 ml/hour. The solution (mixture) was delivered in 5 hours. Event outcome: diaphoresis, unconsciousness, bradycardia, hypoactive [sic]... Narcan was administered and pt responded. At 8:10pm, oxygen saturation increased to 92... Monitored pt and did lab test... At 8:10pm pt was alert." There was no additional info available.